Manufacturer narrative:
(B)(4). Evaluation summary:the sample was evaluated by the manufacturing area, and the reported condition was confirmed. The root cause was determined to be manufacturing issue - assembly. A batch review was performed and no quality or functional issues were found. There have not been any events in the past reported of this nature. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
An email was received on (B)(6) 2011 from (B)(6), indicating that the patient provided one unit from lot 29sbhc to the distribution team which does not have the protector caps in the lines of the cassette. The sample was sent to manufacturing facility for evaluation. There was no patient involvement; the product was not used. No further information is available.